Event description:
It was reported that a patient experienced a connection issue when attempting to connect their cassette to the homechoice device. Patient was not connected when this happened and was able to perform dialysis with new bags. No additional information is available at this time.

Manufacturer narrative:
(B)(4). (B)(6). The sample was not returned for evaluation and the lot number is unknown, therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.